Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. One accumax 200 laser fiber was returned for analysis. The fiber was returned broken. The returned piece measured approximately 117.5 cm from the top of the connector to the break. There was a burn mark at the break indicating that the fiber broke while in use. The remainder of the fiber was not returned. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an accumax 365 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis p60 with laser settings of .08 joules and 8 hertz. According to the complainant, during procedure and after the laser fiber was used to break the stone, the fiber was pulled out and placed aside to retrieve the stone with a basket. The fiber was grabbed to be used again and it broke into half. The broken part of the fiber fell into the floor outside the patient. The procedure was completed with another accumax 365 laser fiber. There were no patient complications reported as a result of this event.